Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but the lens opened too soon in the eye. The lens was removed with no pt injury and another same model lens was implanted.

Manufacturer narrative:
Eval: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.